Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The device was evaluated by a zoll field technician at the customer's facility. The customer's report was not replicated or confirmed. The device was put through extensive testing, bench handling, power cycling, and functional stress testing using the customer's battery without duplicating the report. The device was recertified for clinical use. No trend is associated with reports of this type.